Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call the insulin pump alarmed button error. The customer¿s blood glucose was unknown at the time of incident. Customer¿s parent stated that the insulin pump alarmed button error and the buttons were unresponsive after it has been exposed to moisture. Customer's parent also reported that the insulin pump had a constant alert and there is nothing on the screen. Button error troubleshooting was performed and unable to confirm if the time is advancing due to battery has been removed. The customer¿s parent was advised to have the customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The insulin pump was received with esc, act and up buttons unresponsive due to corroded keypad traces. No button error alarm noted. Time advances properly. No constant tone noted. Unable to perform the self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to button keypad anomaly. Pump passed stop current test. No blank display anomaly noted. The insulin pump had cracked case at display window corners, battery tube threads, reservoir tube lip, minor scratched display window and missing end cap sticker.